Manufacturer narrative:
The returned leads are undergoing laboratory analysis. This report will be updated when analysis is complete. Patient code 3191 captures the reportable event of surgery, for the lead revision procedure. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. The helix was observed to be slightly stretched, which likely occurred during the revision procedure. Laboratory testing was unable to reproduce the reported impedance and threshold observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead was successfully implanted. However, five days post-implant at the pre-discharge device check, the pacing impedance and threshold measurements were found to be significantly higher than at implant. The lead was believed to be dislodged and a revision procedure was performed. During the revision, the right atrial (ra) lead was moved out of position. This rv lead was attempted to be repositioned but after 15 minutes the physician elected to remove the lead and implant a new one. Then the ra lead was attempted to be repositioned, but after many attempts, no position produced acceptable values. The ra lead was removed and a new lead was implanted successfully. The same pacemaker was connected to the new leads and the procedure was completed. It was noted the revision procedure lasted two hours. No additional adverse patient effects were reported outside of the additional procedure needed due to the rv lead dislodgement. The explanted leads were returned for laboratory analysis.

Manufacturer narrative:
The returned leads are undergoing laboratory analysis. This report will be updated when analysis is complete. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was successfully implanted. However, five days post-implant at the pre-discharge device check, the pacing impedance and threshold measurements were found to be significantly higher than at implant. The lead was believed to be dislodged and a revision procedure was performed. During the revision, the right atrial (ra) lead was moved out of position. This rv lead was attempted to be repositioned but after 15 minutes the physician elected to remove the lead and implant a new one. Then the ra lead was attempted to be repositioned, but after many attempts, no position produced acceptable values. The ra lead was removed and a new lead was implanted successfully. The same pacemaker was connected to the new leads and the procedure was completed. It was noted the revision procedure lasted two hours. No additional adverse patient effects were reported outside of the additional procedure needed due to the rv lead dislodgement. The explanted leads were returned for laboratory analysis.